Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 10/26/2021 h.6. Investigation: customer returned 10 used 4mm, 32 gauge nano pro pen needles. Each of the pen needles were inspected for defects with none found. The pen needles were then attached to a test pen. Saline was pushed through the system and out the distal tip of the pen without issue in each of the returned pen needles. All of the pen needles returned were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle clogs. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: it was reported by the consumer, there is no flow of insulin during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: it was reported by the consumer, there is no flow of insulin during priming.